Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was unable to pair with the merlin monitor. The device was unable to be interrogated with radio frequency (rf). The issue was resolved with a cybersecurity upgrade. There were no patient consequences.